Event description:
It was reported that the patient stated that their heart was feeling "funny". It was also reported that the right atrial (ra) lead exhibited a warning for low impedance in the unipolar configuration, possible undersensing causing device classified false termination of atrial tachycardia/ atrial fibrillation (af) episodes and far field r-wave (ffrw) oversensing was suspected. The ra lead and implantable pulse generator (ipg) remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.